Event description:
A physician reported the auto release function of a codman perforator (ID 261221) did not activate when making the third burr hole. It reached dura mater and caused bleeding. The surgeon stopped the bleeding. Total number of burr hole made by the product is 3 and the drill used with the perforator is primado (nakanishi). It was stated that the surgeon used the device with the rpm setting of 60,000 however, the patient¿s cranium was thicker than usual, so its rpm was 80,000 for this procedure. It was also stated there was no irreversible damage due to this event. No information on the patient and surgical delay. According to information provided, it is unknown if the drill is electric or pneumatic, if the perforator clicked in place in the drill, if the recommended spring tests being performed between each burr hole. It is also unknown if angle of approach was perpendicular as the IFU (instructions for use) state, if a perpendicular approach was maintained through the drilling process or any rocking motion included, and if there was constant downward pressure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The codman disposable perforator (ID (ID 261221) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a potential cause of the reported failure may have been related to the positioning and/or pressure application, during use. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.